Event description:
Complaint was reported as: the customer was unable to inflate/deflate the cuff prior to use. No patient injury reported.

Manufacturer narrative:
The device sample is not available for evaluation.